Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise (ion selective electrode) assembly to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer alleged erroneous low patient results were generated for na (sodium) on their unicel dxc 600 pro synchron system. The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association to this event.